Event description:
Routine complaint investigation identifies an incorrect calibration code being obtained. The incorrect calibration code, if used to perform an assay, could result in higher than expected readings. These results under certain condition, could have adverse clinical effects. No innuies were reported in the field.